Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated following a course of radiation treatment the patient underwent. It was further reported that tones could not be obtained with a magnet application.